Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that two insulin cartridges from the same box had leaked insulin into the cartridge compartment of the infusion device. The patient experienced elevated blood glucose levels. No adverse event was reported. The insulin cartridges were requested to be returned for product evaluation.